Manufacturer narrative:
(B) (4): evaluation results: stent dislodgement related to previously deployed stent. Death possibly related to deep seated guide catheter. A lot of calcified disease in the lad / diagonal branch. Difficulties encountered during advancement. Stent embolism, death.

Event description:
A 2.50mm x 18mm endeavor resolute rx drug-eluting stent was inserted into a patient for treatment of a very complex and severely calcified lad / diagonal branch lesion. Prior to the insertion of the endeavor resolute rx drug-eluting stent, rotablation was carried out at the lesion site due to severe calcification at the lad / diagonal bifurcation lesion. Following the rotablation, the lesion was pre-dilatated before deploying a 3.00mm x 24mm other brand bifurcated stent. Following deployment of the bifurcated stent there was still disease located distally to the limb of the stent in the diagonal branch and flow was poor. It is reported that the target lesion was pre-dilatated with a 2.0mm x 15mm pre-dilatation balloon. An attempt was then made to advance the endeavor resolute rx drug-eluting stent through the previously deployed stent, into the diagonal branch. It is reported that the operator experienced great difficulty advancing the device through the previously deployed stent, into the diagonal branch. The operator then ballooned the diagonal branch and the proximal limb (located in the lad) of the previously deployed bifurcated stent. The operator also advanced a second wire down the diagonal branch for additional support. It was reported that it was still not possible to advance the device into the diagonal branch and that the endeavor resolute rx drug-eluting stent was getting held within the previously deployed bifurcated stent. The endeavor resolute rx drug-eluting stent was removed from the patient. Upon removal of the device, it was noted that the stent had dislodged from the delivery system. However, the dislodged stent remained on the wire. The operator then rewired the diagonal branch and carried out kissing balloon technique with a 3.0mm x 12mm and a 2.0mm x 12mm pre-dilatation balloon, crushing the dislodged 2.5mm x 18mm endeavor resolute rx drug-eluting stent against the artery wall. It is reported that the patient lost flow in the lad. Investigator has indicated that the loss of flow was possibly attributed to the deep seated guiding catheter catching on some calcium higher up in the left main stem, leading to dissection and ultimately the loss of flow. It is reported that a balloon pump was then administered and flow was briefly restored. The patient then went in ventricular fibrillation, advanced life support was administered to no avail and the patient died. It was reported to medtronic that the physician involved did not attribute the death of the patient to the issue with the device. The endeavor resolute stent delivery system is not available for evaluation.